Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited increased pacing impedance measurements, increased threshold measurements, and loss of capture. A procedure was performed to upgrade this patient¿s therapy, and the pace/sense portion of this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.